Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at work and experienced blurry vision. The cgm was reading 62 mg/dl and the blood glucose reading was 39 mg/dl. At some point the patient self-treated with orange juice. Then she experienced seizures. A co-worker called and ambulance and the patient was taken to the hospital. There she was treated with duloxetine 60mg (medication for depression and anxiety), there was no treatment documented for hypoglycemia. At the time of the report the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.